Event description:
It was reported during a lap cholecystectomy procedure, the device shut down and stopped working. Received error code "instrument." Re-connected the instrument, ran through sequence and tested okay and started using again and then threw off another instrument error code and shut down. Case completed with another device of the same product code. No patient consequence.

Manufacturer narrative:
Evaluation summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the handpiece and the instrument. A batch record review was performed and no anomalies related to the event were found during the manufacturing process.